Manufacturer narrative:
Two (2) used list# mc330715, 9" (23 cm) appx 0.39 ml, pur yellow smallbore ext set w/clave¿ clear, 1.2 micron filter, clamp, luer lock. As received no anomalies were observed. The set was primed as per procedure and a leak from the filter vent hole was confirmed. Complaint of leaks can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The device history report (DHR) lot review was performed and no relevant anomalies, discrepancies or nonconformances were identified that might be relevant with the condition reported by customer.

Event description:
The event occurred on an unspecified date involving a 9" (23 cm) appx 0.39 ml, pur yellow smallbore ext set w/clave¿ clear, 1.2 micron filter, clamp, luer lock where a leak during patient use was reported. The customer changed the total parenteral nutrition (tpn) and lipids on pm shift. All happened within 1-2hrs of hanging the new bags. No patient was harmed, but it added time and additional resources to change the tubing again and having to change the linen. The leaking occurred at the actual filter site.